Event description:
It was reported via a clinical study that the patient presented with reduced consciousness and hypotension. The physician believes this was related to anesthesia used during the operation. The symptoms are being treated with medically prescribed drugs. The patient's status is currently stable, however, the event is noted to be ongoing.